Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (b30) and intermittent flickering of image was due to component failure and cause not established for white residue on both sides of the air water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error b30 (scope communication error), intermittent flickering of image and white residues on both sides of the aw (air water) channel. There was no patient involvement.